Event description:
It was reported the patient's blood glucose level rose to 15.4 mmol/l (277.2 mg/dl) while wearing the pod between 1 and 4 hours on their arm. As treatment a new pod was applied. The device was originally reported for allegedly not delivering insulin properly.

Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be torn. A leak was observed due to the tear in the exposed portion of the soft cannula. The timing and cause of this damage is unknown. No damages or deficiencies to the needle mechanism or drive mechanism were observed that would result in a failure to deliver insulin. The pod data indicated there was no struggle to deliver insulin. No problem was found. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.